Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. No anomaly noted when installing or removing the test p-cap and reservoir from the reservoir compartment. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No unexpected charge or battery anomaly, unexpected low battery or unexpected off no power alarm noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd electrical board was found locked properly. No missing address or serial number label noted. No labeling anomaly noted. Device had a missing end cap sticker. During visual inspection, found corroded motor and moisture damage on the electronic assembly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are sticky and unresponsive. Customer's blood glucose value was unknown. Customer stated that the battery life was diminished and reject new brand battery. Customer stated that insulin pump when priming reservoir seems to get stuck at time and rubber tag fallen off. The device will not be returned for analysis.